Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up to obtain additional information. At the moment, the hospital has not submitted any exchange request regarding the relevant endoscope. They are currently using it without any issues.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 30-degree endoscope had excessive rotation when it was not installed onto the universal surgical manipulator (usm). When the 30-degree endoscope was installed on the usm, the system displayed a rotation error, and up/down functions of the endoscope were switching. The surgeon was able to use the endoscope to continue with the procedure. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to return the endoscope. The procedure was completed with no reported injury. Isi followed up with the tse and obtained the following additional information: the same 30-degree endoscope was used to complete the procedure. Excessive rotation when the endoscope was tested manually prior to attaching to the usm. After, when connected to the arm, there was a rotation error message, and the up/down view was changed without being prompted by the surgeon.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to advance exchange and replace the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.